Event description:
It was reported that the patient experienced wound dehiscence at the pocket site. The device was removed and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the device's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no relevant nonconformities were found.